Event description:
The device overheated prior to a procedure at the user facility. No medical intervention and no adverse consequences were reported with this event. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.